Event description:
(B)(6) study. It was reported that a thrombus occurred. On (B)(6) 2018, the subject underwent a watchman left atrial appendage (laa) closure procedure. An incomplete laa seal of less than 5mm leak was noted with deployed diameter of 24.2 mm. The following day, the subject was discharged with clopidogrel. On (B)(6) 2019, the subject presented for a follow up transesophageal echocardiogram, which revealed a complete laa seal and a thrombus on the atrial facing surface of the device. The thrombus measured 2.6cm x 0.9 cm and was immobile. No peri-device leak was noted. The event was treated medically with xarelto, 20mg. At the time of reporting, the event was considered to be ongoing.